Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 205 mg/dl. The customer stated that she had changed the batteries in the device and received a battery out limit alarm prior to the buttons not working. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification, off no power alarm function properly and passed self test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.